Manufacturer narrative:
(B)(4). The cement was implanted in patient and will not be returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to dr. (B)(6), the cement did not have the usual firm viscosity that he usually has with confidence. The 5 cc vial did not fill up fully. He said it looked as if there was roughly 3 cc of cement in the vial even though the mixer was completely emptied into the vial. The cement seemed runny to him. He proceeded to inject the cement. I am including post-op films of the patient. The cement did migrate outside the vertebral body. I am including a photo of all the stickers from the cement kit. A replacement needs to be sent. I have another kit with the same lot number in my possession that was shipped to this account in case you want to test or evaluation the cement in this kit. My partner was made aware of this event after the case. We did not attend the case. I met with the office staff and surgeon yesterday, 5/31/2017 to gather all the information and details.